Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. No issues were noted with the tip profile or the blades. However, there was evidence of corrosion on the surface of the blades. This corrosion is a result of the blades coming into contact with fluid or saline which over time, can result in a discoloration on the blades. The balloon exhibited signs of having been inflated and was not refolded. The device was attached to an encore inflation unit to test for pinhole leaks or ruptures. The balloon was inflated to 12 atmospheres without issue. The balloon did not refold tightly after the balloon was deflated. This poor refold may be attributable to the fact that the balloon had been inflated multiple times and also the fact that the balloon was over inflated. A microscopic and visual examination of the returned device found no kinks or damage along the entire length of the shaft. No issues were noted with the profile of the device. The polymer extrusion was examined and there was no evidence of any stretching. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-04290 and 2134265-2016-04291. It was reported that removal difficulty occurred. In (B)(6) 2015, the patient underwent percutaneous coronary intervention. The target lesion was located in the left anterior descending (lad) artery across the origin of first diagonal (d1) branch. The target lesion was treated with implantation of a 2.5x24 synergy¿ drug-eluting stent at 12 atmospheres. In (B)(6) 2015, the patient came back and a 3.0x24 synergy¿ drug-eluting stent was deployed at 12 atmospheres in the ostial lad overlapping to the previously implanted stent. In (B)(6) 2016, the patient presented with unstable angina and coronary angiography was performed which revealed 30% isr in distal left main (lm) to proximal lad and 90% isr in mid lad. Following pre-dilation of the mid lad isr with a 2.0x15 emerge balloon catheter at 14 atmospheres, a 10/2.50 flextome¿ cutting balloon¿ was advanced but encountered difficulty in advancing through the lesion. After sequential dilatation was performed with 2.0x15 emerge balloon catheter, the flextome¿ eventually cross the lesion and was inflated multiple times to 14 atmospheres. The device was removed, however, resistance was encountered. It was then discovered that the flextome¿ had distorted the previously implanted 3.0x24 synergy¿ stent in the lm to lad with longitudinal distortion from distal stent edge to mid stent. The flextome¿ was eventually removed and the distorted stent was quickly dilated with a 1.0x10 non-bsc and 2.0x12 nc quantum apex balloon catheters. A 3.0x48 non-bsc stent was then deployed from the proximal lm to the mid lad. Optical coherence tomography (oct) was done and showed a well apposed stent. Final images demonstrated excellent stent expansion with no dissection or perforation and timi 3 flow. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-04290 and 2134265-2016-04291. It was reported that removal difficulty occurred. In (B)(6) 2015, the patient underwent percutaneous coronary intervention. The target lesion was located in the left anterior descending (lad) artery across the origin of first diagonal (d1) branch. The target lesion was treated with implantation of a 2.5x24 synergy¿ drug-eluting stent at 12 atmospheres. In (B)(6) 2015, the patient came back and a 3.0x24 synergy¿ drug-eluting stent was deployed at 12 atmospheres in the ostial lad overlapping to the previously implanted stent. In (B)(6) 2016, the patient presented with unstable angina and coronary angiography was performed which revealed 30% isr in distal left main (lm) to proximal lad and 90% isr in mid lad. Following pre-dilation of the mid lad isr with a 2.0x15 emerge balloon catheter at 14 atmospheres, a 10/2.50 flextome¿ cutting balloon¿ was advanced but encountered difficulty in advancing through the lesion. After sequential dilatation was performed with 2.0x15 emerge balloon catheter, the flextome¿ eventually cross the lesion and was inflated multiple times to 14 atmospheres. The device was removed, however, resistance was encountered. It was then discovered that the flextome¿ had distorted the previously implanted 3.0x24 synergy¿ stent in the lm to lad with longitudinal distortion from distal stent edge to mid stent. The flextome¿ was eventually removed and the distorted stent was quickly dilated with a 1.0x10 non-bsc and 2.0x12 nc quantum apex balloon catheters. A 3.0x48 non-bsc stent was then deployed from the proximal lm to the mid lad. Optical coherence tomography (oct) was done and showed a well apposed stent. Final images demonstrated excellent stent expansion with no dissection or perforation and timi 3 flow. No patient complications were reported and the patient's status was stable.